Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Please see updated sections: b5,e1,e2,e3, g3,g4, g7, h2, h6 and h10.

Event description:
The reported issue occurred during a diagnostic procedure. Device blacked out a few seconds however, the intended procedure was completed with the same device with no impact or harm to the patient. No further details were provided regarding the event. This report is related to MFR 8010047-2020-04961.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4,g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, approximately 4 years have passed since the delivery of this product, it is presumed that the event occurred due to the lock latch of the video connector socket wore out due to repeated insertion and removal of the video connector if this product was used frequently. Alternatively, it is presumed that the event occurred due to failure of the lock latch due to the user attempted to pull out the video connector without pushing the locking lever down. It is presumed that this caused unstable connection with the video connector, resulting in blackouts. As stated on the IFU (instruction for use) the user manual states: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·when a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device was found with worn out lock latch on the video connector. This caused the loss of image when the pigtail (video scope cable) was lightly wiggled. The identified parts were replaced, device was repaired. The software version was upgraded. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings the reported issue was confirmed. The root cause of the no image/blacked out issue was due to worn out lock latch on video connector attributed to electrical component failure.

Event description:
It was reported that the device processor lost connection in the middle of an unspecified procedure. According to the reporter, the image blacked out. There was no patient impact or harm reported.